Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a quick bolus, but the quick bolus button was difficult to press due to the t:case. Reportedly, the customer's blood glucose (bg) level became elevated to 380 mg/dl, and the customer observed within the pump history that the requested quick bolus had not been delivered. Additionally, after the customer disconnected from the pump to remove the t:case, the customer observed multiple air bubbles/gaps in the infusion set tubing. Reportedly, the customer primed the tubing until the air was removed. Then, the customer resumed insulin therapy and delivered a correction bolus. At the time of the call, the customer reported that bg level was 309 mg/dl, and the customer declined further follow-up from tandem technical support to ensure bg level decreases to target range.